Manufacturer narrative:
Na.

Event description:
The customer reported that the patient underwent a revision of their primary exeter stem as the stem had fractured. It is further reported that the primary procedure took place in 2002, and the femur was impaction grafted. The customer states that the bone graft had not taken proximally, and the stem fractured towards the distal end.